Event description:
Boston scientific was notified that during an event the gdc 10-standard synerg detection circuit broke within a tracker excel-14 microcatheter during deployment. The system was retrieved and a new microcatheter was used to finish the procedure. No complications reported with the pt during this event.